Event description:
It was reported to medtronic minimed that the insulin pump was flashing the medtronic logo, the pump was dropped, and was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported the damage to the battery tube side. The customer also reported that the functionality of the pump was affected. Troubleshooting was performed for fluid in the pump, and the customer reported that no visible water in the pump. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a solid medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Corrosion was noted on electronic assembly, including internal battery connector, keypad flex connector gold traces, and lcd flex connector gold traces. Solid medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thus software due to display anomaly. Unit was also received with label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of flashing medtronic logo and exposure to moisture were confirmed due to corroded electronic assembly. Isolate to electronic assembly. Additionally, customer allegations of cracked case battery compartment were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.